Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device. A rubber band was securing the wire harness when received. Under magnification, there were no cracks in the ink traces or pads. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 32.0 ohms (blue), 31.3 ohms (blue with white stripe), 27.3 ohms (red), and 30.5 ohms (red with white stripe) which all electrodes were in specification. For further analysis, a stylet was used to manipulate the shape of the device and all electrodes remained in specification. Functionally, for additional analysis, the device was connected to a nim system, and the device passed the electrode check. For the functional test, the device was submerged in saline and manipulated with a stylet and no erratic behavior or intermittent issues occurred. For additional analysis, a syringe was used to inject 15cc of air into the cuff balloon and there were no issues during inflation or deflation. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, when the doctor used the probe to detect nerve, the nim doesn't show the waveform. So, the doctor used patient simulator to check nim system and it could function normally, but not sure the problem was probe or endotracheal tube. The stim return show 3 ma. The procedure was completed with backup product. There was no patient impact associated with the event.